Event description:
Initial complaint stated "balloon failed". Additional clarification received from the customer stated: prepared tube and checked balloon with a 10 ml syringe(continued) (inflated balloon with 10 ml of air and squeezed balloon forcing air to return tosyringe, passed this test), lubricated tube, inserted into right nare,performed direct laryngoscopy with mac 4 blade, visualized cords,inserted tube through cords, removed blade, inflated cuff, secured tube. After a few minutes noticed smell of sevoflurane, dropping tidal volumes, checked balloon (it was flat), refilled cuff with 7 ml of air without improved pressure response in pilot balloon tension, performed direct laryngoscopy to view tube, it was secured in trachea, again refilled balloon with poor fill on pilot balloon. Removed tube, replaced with a 7.5 et after testing balloon in same fashion as the first, same result as first tube, failed balloon.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4). Second balloon failure captured in MDR #3003898360-2019-00166. The device has not been received for evaluation by the manufacturer at the time of this report.

Event description:
Initial complaint stated "balloon failed". Additional clarification received from the customer stated: prepared tube and checked balloon with a 10 ml syringe (continued). (Inflated balloon with 10 ml of air and squeezed balloon forcing air to return to syringe, passed this test), lubricated tube, inserted into right nare,performed direct laryngoscopy with mac 4 blade, visualized cords,inserted tube through cords, removed blade, inflated cuff, secured tube. After a few minutes noticed smell of sevoflurane, dropping tidal volumes, checked balloon (it was flat), refilled cuff with 7 ml of air without improved pressure response in pilot balloon tension, performed direct laryngoscopy to view tube, it was secured in trachea, again refilled balloon with poor fill on pilot balloon. Removed tube, replaced with a 7.5 et after testing balloon in same fashion as the first, same result as first tube, failed balloon.